Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing results. The reporter alleged that even though she has tested on her meter within the last 15 mins, she keeps getting a message that she has not done so; thinks her meter remote doesn't save her last readings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.